Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition and stopped providing airflow. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to a 'machine flow drift high.' The service technician states that restoration work was performed as corrective action and the ventilator inoperative error no longer occurred. However, the flow sensor was replaced preventatively to prevent reoccurrence as a precaution. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.